Event description:
It was reported that the device battery longevity was short. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4513 competitor implantable pacing lead (B)(6) 2006, 4470 competitor implantable pacing lead (B)(6) 2002. (B)(4).